Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient¿s stimulation has stopped, even though the programmer shows that it is still on. It was mentioned that the issue began 3 days prior to the report. The rep stated that they tried reprogramming along both leads with various active electrodes in the middle of the lead (contacts 4, 5, 6, and 7), but the patient is not feeling at 8.5v, 400 pw, 50hz. It was noted that the patient typically runs their stimulation at 3.5v. The rep confirmed that they checked impedance values, and all are in the 800-1000 ohms range. Technical services had the rep run therapy at the time of the report. The rep indicated that they tried increasing stimulation, and the patient started feeling stimulation at 8.5v, but at 8.4v, the stimulation disappears. The rep stated that stimulation is intermittent. They palpated around the implantable neurostimulator (ins) site and along the lead, and the patient indicated that the ins area is sore when palpated. They added that they will have the patient turn off stimulation to see if the ¿burning¿ sensation at the ins goes away. The rep will discuss the next steps with the patient and healthcare provider on the day of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the intermittent stimulation was unknown. An x-ray and impedance check were done and both were normal. It was noted that the patient was going to contact the representative if they continued to have issues and they had not contacted them.